Event description:
Procedure type: colon resection. Patient gender: unknown. After firing, the device could not be removed, as the anastomosis was not fully cut. A laparotomy was created, the bowel was cut to remove the anvil, and the anastomosis was redone. Surgery time was extended 3 hours as a result. Some bleeding occurred, but was under 200cc. Patient current condition is well. No further patient information is available.